Manufacturer narrative:
(B)(4). Concomitant medical products: item # 141214, item name: biomet ilok pri tib tray 75mm, lot / software release# 387980, MFR# 0001825034-2019-00964; item # 189084, item name: vngd ant stblzd brg 14x75, lot / software release# 480760, MFR# 0001825034-2019-00967; item: 184766, item name: series a pat std 34 3 peg, lot / software release# 490270, MFR# 0001825034-2019-00962. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that patient experienced foot drop on the right knee. Continue to experience pain, difficulty walking. No further information was available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that the patient experienced a foot drop post initial implantation, and had a procedure performed due to a nerve injury that occurred during the initial surgery. Patient was unable to complete exercises, and experiencing pain with difficulty ambulating. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is attributed to the procedure and not the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.